Event description:
It was reported that a re-do heart pt was admitted to the ICU after the procedure. Pressures dropped and the pt was administered benadryl and treated with epinephrine and volume. It was stated that the "pa" catheter (from a box labeled that the catheter contains latex) was inserted in a known latex sensitive pt. The line was removed after two or three hours. No device quality issues were reported. The pt stablized and was discharged. No pt sequelae was reported.